Manufacturer narrative:
H6 patient code updated.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) cuff due to urinary retention which was caused by intrinsic sphincter compression. During physical examination, extrusion of the device's hose was observed in the inguinal region. The patient reports that the device extruded for a long time. The sphincter was disabled.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) cuff due to urinary retention which was caused by intrinsic sphincter compression. During physical examination, extrusion of the device's hose was observed in the inguinal region. The patient reports that the device extruded for a long time. The sphincter was disabled.